Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 600 mg/dl. As the customer received low insulin alerts, the cartridge was changed. A bolus via the pump was delivered in an attempt to lower the bg level. The customer was hospitalized for the high bg and was treated with intravenous fluids and an insulin injection. The bg level was lowering and the customer was expected to resume pump therapy prior to being discharged. The contact thought that the high bg was due to poor maintenance of the bg level and "poor habits". The pump settings were also thought to possibly need to be adjusted. The contact was to be working with the customer more closely. Although requested, the discharge date was not provided.